Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 8 months post-implant, it was reported that the pt was in the operating room for the treatment of an unk infection. The surgeon noticed some damage to the internal portion of the driveline, which was reported to be "likely caused during surgery" and it was repaired. The pt subsequently experienced pump stoppage while connected to the power module; however, when the pt was connected to batteries, the alarms resolved. The hospital requested a non-grounded pt cable.

Manufacturer narrative:
The pt remains on lvad support with the pump. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.